Event description:
As pt was being turned, the tubing on the catheter disconnected. Chest tube had to be removed and reinserted. Pt remains stable in the cvicu.

Manufacturer narrative:
Evaluation: the locking sleeve of the device was returned connected to a stop cock. This was attached to a severed connecting tube. The remainder of the catheter was not returned. The connections were found to be covered with flesh colored tape. Upon removal of the tape at the catheter connection, the suture was noted to be missing. Considering the condition of the device and the info provided, it is feasible to suggest the device may have encountered force beyond its intended design. The security of the suture is verified 100% prior to further processing by our quality control department. We will continue to monitor for similar occurrences.